Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that there were open impedances observed during a replacement surgery. The patient had their implantable neurostimulator (ins) replaced on the date of this report due to their battery being flipped and two previous overdischarges. It was unknown of the battery being flipped may have led or contributed to the impedance issue. During the ins replacement, the physician put the leads into the header of the new device and contacts 0-7 had impedances within normal limits, about 800 ohms, but contacts 8-15 were all greater than 10,000 ohms. It was noted that the physician tried three times to reseat the lead, and also tried to switch to other ports but the open contacts followed. Contacts 0-7 then had impedances greater than 10,000 ohm as well. The lead was tried in an external neurostimulator (ens) and multi-lead trialing cable (mltc) with the same results. The manufacturer representative was unable to test impedances prior due to the ins being in an overdischarged state, so they were unsure how it was before surgery. Impedance tests were ran post-op with higher levels of amplitude testing and showed the same results. The patient was able to get bilateral coverage where they needed it so no further actions were taken. The issue was resolved at the time of this report.

Event description:
The consumer reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) was in an overdischarged state and they had trouble recharging. Specifically, poor coupling was reported; the rep was only able to get two coupling boxes filled. It was also reported that the ins possibly flipped in the pocket; the patient reported that the ins moved and since then, could only get two coupling bars. When the antenna locator (al) feature was performed, the results showed 74/72 but once the [antenna] was placed over the ins, the results showed 84/68 with still only two coupling bars reached. Due to the overdischarge, it was noted that the ins could not communicate with the external devices and the patient was not feeling stimulation. The last successful recharge was about a couple of months prior to the report. The rep confirmed that he completed one full physician recharge mode (prm) and half of a second prm to attempt to resolve the overdischarge issue and would clear the power on reset (por) message that appeared. Follow-up has been attempted to determine more details of the event, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information received from a manufacturer's representative (rep) on (B)(6) 2016 reported that the patient would have an x-ray exam on (B)(6) 2016 to determine if the implantable neurostimulator (ins) was flipped or not. Additional information received from the rep on (B)(6) 2016 reported that the x-rays confirmed that the battery had flipped. It was noted that the plan was to flip and possibly replace the battery soon (noted tba). The device was overdischarged again on (B)(6) 2016, meaning that the battery had 2 strikes. Despite constant charging, the patient could not get enough charge for them to clear the power on reset (por). Additional information received from a rep on (B)(6) 2016 reported that the patient had not yet made an appointment to see the surgeon. A physician mode recharge (pmr) was done twice and the patient was only getting 2 coupling bars when normal charging was recovered. It was noted that with only 2 coupling bars, it was taking a long time to recharge and the battery did not advance past 25%. The patient was sent home to finish charging, but when the rep spoke with the patient the day of this report, the patient was not able to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.